Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving dilaudid 3mg/ml at 1 mg/day via an implantable pump for spinal pain. On an unknown date, the patient experienced pain at the pump site. On (B)(6) 2016, the patient's pump was moved from the right side of the abdomen to the left side due to the pain. There was no injury, trauma or infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.